Event description:
Pt was sitting on table. Pt's leg inadvertantly activated the control button on operator console. C-arm began to move downward towards table top. The manual safety stop on the c-arm was activated; c-arm continued to move. C-arm came into contact with table top and puck holder. Table top and puck holder were significantly damaged. No pt contact or injury resulted. Upon investigation, it was discovered that the pt's leg was holding the c-arm control button down. When this monentary switch is held down, the manual safety stop on the c-arm is rendered inactive. This appears to be a potentially hazardous condition, ie the ability to "over-ride" a manual safety stop.